Event description:
As reported, optifix at fixation device was used to fixate the mesh. It was reported that two fasteners fixated the mesh, after which the device would not fixate through the rest of the mesh. There was no reported patient harm or injury.

Manufacturer narrative:
As reported, the optifix at fixation device failed to fixate the mesh. Based on the limited information available and without having the sample to evaluate, no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. The instructions-for-use, supplied with the device adequately describe the proper technique for fastener delivery and includes "care should be taken not to use excessive counter pressure as this may damage the distal tip of the device as well as the mesh and/or tissue." And ¿insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength.¿ note, the date of event and date of implant (01-jun-2022) have been estimated based on the information provided. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.